Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 36 mg/dl at the time of the incident and customer¿s current blood glucose level was 114 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose. The insulin pump will be returned for analysis.